Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure videoscope displayed image noise (distortion) was confirmed. A root cause could not be identified. The most probable cause of this reported event is complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoeye flex deflectable videoscope displayed image noise (distortion). There were no reports of patient involvement.